Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015 and the lead was explanted and replaced. Effective stimulation was restored.

Event description:
It was reported the patient (B)(6) is experiencing ineffective stimulation. X-rays were taken and revealed the lead migrated. Reprogramming was unable to provide effective stimulation coverage. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.